Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph of the sample showed evidence of fluid inside the device housing which suggests leakage may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had residual fluid in the casing, outside the reservoir balloon. This was noted after infusion was completed. The device was filled with 2500 mg fluorouracil in 0.9% sodium chloride solution for a total of 126.5ml. There was no patient injury or medical intervention associated with this event. No additional information is available.